Event description:
It is reported that the surgeon was unable to get the poly to seat properly. A second poly was opened and the new surface locked in perfectly.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it is possible that the issues encountered are related to surgical technique; however, this cannot be determined definitively. Eval codes: an eval of the device concluded that one side of the inner dovetail lips is severely compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. There are also two gouges on the underside of the articular surface; however, it is unk what caused these.